Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2019, it was reported that a mesher was producing an incomplete mesh. The customer returned a zimmer skin graft mesher serial number (B)(4) as well as 2:1 cutter serial number (B)(4) and 1.5:1 cutter serial number (B)(4) for evaluation. Evaluation of the device on 29 august 2019 found that the device produced a passing test mesh. Review of the two cutters found that both cutters also produced complete meshes. No failure was found with any of the three components. Repair of the mesher occurred the same day and involved replacing the roller gear. The technician then recalibrated the device and verified that it was functioning as intended. The mesher was then returned to the customer without further incident. Reference number 300181599 on 21 august 2019 the service technician was unable to reproduce the reported event or find an issue with the device. As such, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Manufacturer narrative:
(B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that a skin graft mesher had an incomplete mesh on previously recovered cadaveric skin. There was no patient involvement and no harm or delay reported. No adverse events were reported as a result of this malfunction.